Manufacturer narrative:
This complaint was reported due to the vitrectome producing bubbles which is not acceptable. The possible harm is injury by microbial, viral or prion infection (patient harm). This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. All available information has been provided. No sample was returned for an evaluation, therefore this is not confirmed. This complaint has now been closed.

Event description:
This incident occurred during surgery from a facility in (B)(6). The following was reported: from aspiration port during vitrectomy, most of the time the air bubbles were coming away. The vitrectome was replaced, however, same problem. Then changed into 23g for anterior chamber. Again, air bubbles coming from aspiration port. When nurse put the vitrectome to cup with bss, pressed the footswitch, I saw air bubbles passing through the aspiration line to the cartridge, despite the aspiration port was fully sink in the bss. There is no further information. There is no report of patient ill effect. No sample was available.